Event description:
Additionally, patient reported "seriously scarred, true pain, abscess along chin line, draining boils on face on right-side of face and developing a new one on the right-side of my face."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.2.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.6., b.2, b.3., b.5., b.6., d.6a., d.10., h.6.

Event description:
Healthcare professional (hcp) reported being injected in the malar areas and lips with juvéderm® ultra and along the mandible with juvéderm volux¿. 11 days later, patient developed swelling and lump to left pre0-parotid area. Patient was treated with clindamycin and medrol dose pack. A little over a week later, the lump nodule became tender, painful and much larger. Patient was prescribed doxycyline and a dose of p.o.sterolds. 4 days later at the office, the mass looks like granulomatous reaction to the ha. 150 u of hyaluronidase and kenalog inferior (1 cc of kenalog and lidocaine + epinephrine mixed) were injected and massaging the mass vigorously. An ultrasound performed which showed mass lateral to parotid. Decadron was prescribed. 2 weeks later, patient developed right angle mass that is erythematous, raised and tender. Under local anesthesia, the mass was aspirated and extracted a small amount of thick, purulent material that was sent for aerobic and anaerobic cultures. Patient was placed on bactrim and apply mupirocin ointment. Cultured noted no growth but gram stain noted many wbc's as well as gram positive cocci in pairs and gram negative bacilli. A month later, patient reported left side erythematous, raised, tender, intermittent drainage and recurrence of abscess. Patient still on clindamycin, escitalopram, and methylprednisolone. Cultures performed on left side for aerobic, anaerobic, fungal and afb stains. Lavage treatment was performed with minimal purulence flushed. The next month, patient came into the office for recurrence of abscess on right side. The abscess was drained with purulence and sent for culturing. Patient was treated with lavage on left and right side. Left side has no obvious signs of recurrent abscess formation but subtle nodules. Ultrasound performed on left side showed multiloculate translucent areas. Symptoms ongoing. This is the same patient reported under MDR report # 3005113652-2023-00472 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the juvéderm volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm volux¿. Approximately a month later, patient experienced swelling on left side of face near parotid with sterile abscess that appeared on right side of face. Treatment was not provided. Event resolved approximately two months later.